Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus and supply change. Tandem technical support commenced conducting system check. However, the customer declined to remove and inspect current infusion set. Tandem technical support confirmed that the pump was functioning as intended. Customer was instructed to consult with their healthcare provider.